Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler¿s home screen display setting was very low, and the screen was dim. However, the cycler touch screen test passed and so did the functional/display test. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause for the dried fluid could not be determined. There were no other visual discrepancies encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during ¿dwell 1¿ of the patient¿s treatment. The caregiver was unable to navigate the screen to confirm the brightness setting; the screen brightness was too dim. The ts representative advised the caregiver to discontinue use of the cycler and a replacement cycler was issued due to the brightness problem. They were also advised to contact the patient¿s peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. Upon follow up with the patient¿s caregiver, it was reported that the patient completed their treatment on the cycler on the day of the reported event. The caregiver stated the patient was already in treatment when the screen issue first surfaced, and therefore, they decided to continue with the treatment. It was confirmed there were no adverse events experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.